Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis found the helix was damaged, preventing full extension and outer insulation damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the atrial lead dislodged during a routine device upgrade. The lead was explanted and replaced.